Manufacturer narrative:
The actual device and photographs were received for evaluation. Visual inspection of the provided pictures shows the product prepared for shipping. Visual inspection of the actual device with the naked eye shows the product wet and without packaging. One dialysate port is partly broken and dents are visible at 6°of the thread. The reported condition was verified. The cause of the condition was determined to be a manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during priming with a revaclear 300, an external fluid leak at dialysate connector port was observed. There was no patient involvement. No additional information is available.